Event description:
Same case as MFR#: 2134265-2010-03953 and 2134265-2010-03956. It was reported that during a coronary treatment procedure, three balloon ruptures occurred. The 80% stenosed target lesion was located in the very tortuous and calcified left anterior descending (lad) artery. First, a 1.5x15mm maverick2 balloon catheter was advanced to the lesion. The balloon was inflated to 12atms and ruptured after 15 seconds. Next, the physician used a 15x2.0mm maverick2 balloon and a 20x1.5 maverick2 balloon however these also ruptured at nominal pressure. The procedure was completed with a different device and there were no reported patient complications. The patient's condition is listed as stable.

Event description:
Same case as MFR#: 2134265-2010-03953 and 2134265-2010-03956. It was reported that during a coronary treatment procedure, three balloon ruptures occurred. The 80% stenosed target lesion was located in the very tortuous and calcified left anterior descending (lad) artery. First, a 1.5x15mm maverick2 balloon catheter was advanced to the lesion. The balloon was inflated to 12atms and ruptured after 15 seconds. Next, the physician used a 15x2.0mm maverick2 balloon and a 20x1.5 maverick2 balloon however these also ruptured at nominal pressure. The procedure was completed with a different device and there were no reported patient complications. The patient's condition is listed as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed distal tip damage and a pinhole in the balloon. The device was pressurized with an inflation device which revealed a pinhole located on the distal end of proximal markerband. The markerband was inspected and no damage was found. There was blood present in the shaft and balloon. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).